Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump exhibited no disposable, pump won't run. It was reported there was air in the line. Per reporter residual volume was: 67.3, rate 1.9 and 20.7 was given. No adverse patient effects were reported. No additional information is available. No additional information available.